Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ("severe menstrual pain/dysmenorrhea") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (ess205) (batch no. 620754) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included scleroderma since (B)(6) 2006, raynaud's disease since (B)(6) 2006 and eosinophilic oesophagitis. Concomitant products included esomeprazole magnesium (nexium) from 2007 to 2015. On 9(B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). In 2009, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2010, the patient experienced nausea ("nausea"). In 2011, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), depression ("depressed"), anxiety ("anxious"), dyspareunia ("dyspareunia"), dysgeusia ("metal taste in mouth"), abdominal pain ("abdominal pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (partial hysterectomy (2011) and salpingooophorectomy with essure removal). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the dysmenorrhoea, nausea, abdominal pain and abdominal pain lower was resolving and the genital haemorrhage, depression, anxiety, dyspareunia, menorrhagia, vaginal haemorrhage, fatigue, pelvic pain and dysgeusia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in 2007: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2018: quality-safety evaluation of ptc. On 18-jun-2018: plaintiff fact sheet was received and the following information was provided: concomitant condition added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ("severe menstrual pain/dysmenorrhea") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (ess205) (batch no. 620754) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included esomeprazole magnesium (nexium) from 2007 to 2015. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). In 2009, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2010, the patient experienced nausea ("nausea"). In 2011, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), depression ("depressed"), anxiety ("anxious"), dyspareunia ("dyspareunia"), dysgeusia ("metal taste in mouth"), abdominal pain ("abdominal pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (partial hysterectomy (2011) and salpingooophorectomy with essure removal). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the dysmenorrhoea, nausea, abdominal pain and abdominal pain lower was resolving and the genital haemorrhage, depression, anxiety, dyspareunia, menorrhagia, vaginal haemorrhage, fatigue, pelvic pain and dysgeusia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in 2007: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. New events added- abnormal bleeding (vaginal, menorrhagia), fatigue, nausea, pain, metal taste in mouth, abdominal pain and cramping. Lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ("severe menstrual pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depressed"), anxiety ("anxious") and dyspareunia ("dyspareunia"). The patient was treated with surgery (partial hysterectomy and salpingooophorectomy with removal of the essure device). Essure (ess205) was removed in (B)(6) 2016. At the time of the report, the dysmenorrhoea, genital haemorrhage, depression, anxiety and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia and genital haemorrhage to be related to essure (ess205). Diagnostic results: underwent a test which confirmed proper placement and full occlusion. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.